Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, upon inserting the clip into the working channel and attempting to advance out the clip by pulling the outer sheath of the device, the clip did not advance. The procedure was completed with another resolution clip device. No patient complications have been reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip premature deployment at an unknown anatomy location.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable investigation result of clip premature deployment during an unknown procedure at an unknown anatomy location. Block h10: investigation results: the returned resolution clip was analyzed, and it was found that the clip assembly was not returned and with evidence of premature deployment. No other problems with the device were noted. Investigation found that the device was returned without the clip assembly and with evidence of premature deployment. Therefore, restricting the functional capabilities of the device to be tested. It is important to mention that the presence of this component is very important to the investigation in order to analyze any problem that could contribute with the problem faced by the physician, this component must be inspected. Regarding the problem found of the yoke being attached to the control wire, this is likely due to operational factors during the procedure such as trying to open the clip once it was already activated. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.